Event description:
It was reported that following the spinal cord stimulation implant procedure, the clinical study patient's hospitalization was prolonged due to monitoring and recovery. Additional information was received that the patient's hospitalization was prolonged due to monitoring and recovery from procedural pain. The event resolved and the patient was discharged.

Event description:
It was reported that following the spinal cord stimulation implant procedure, the clinical study patient's hospitalization was prolonged due to monitoring and recovery.